Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a number of inappropriate shocks resulting in therapy exhaustion on several occasions. Boston scientific technical services (ts) reviewed device data and noted evidence of noise, myopotentials and t-wave oversensing. The sensing vector was reprogrammed to primary; noise could not be reproduced in clinic. Ts provided suggestions for further system testing and noted that the smart pass feature of the device was programmed on when the device was last interrogated which may reduce the instance of future inappropriate therapy. No adverse patient effects were reported. This system remains in service.